Event description:
The patient stated she was in the hospital due to urinary infection. The patient stated urinary infection was resolved with antibiotics and came home from the hospital on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.